Event description:
The customer reported displays a low battery message and takes too long to charge. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.